Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked at the lower left seam. The issue was identified after filling in the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: september 3, 2022 - september 4, 2022. H10: the device was received for evaluation. Visual inspection was performed and observed a tear at the lower left side edge area. Functional testing was performed using tap water which identified a leak only at the lower left side edge area of bag. The reported condition was verified. The cause of the condition could not be determined; however, the possible causes include damage sustained during compounding, transport, or customer handling. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.